Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer initiated to begin a new load sequence, and received a minimum fill notification. Reportedly, the contact did not remember the amount of insulin remaining in the cartridge prior to starting the load sequence; however, the cartridge was filled 2 days prior to the reported event. Reportedly, the contact loaded a new cartridge and infusion set successfully. The contact declined to provide a blood glucose (bg) value; however, reported that the customer's bg level returned to normal range after changing the supplies.